Manufacturer narrative:
The customer's cobas® liat® analyzer was returned for evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified, (B)(4).

Manufacturer narrative:
The analyzer was returned for further evaluation. From the provided data, there is a degradation of photometer signal within the instrument over time. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
A customer in the united states reported discrepant flu b results for a patient sample when tested with the cobas sars-cov-2 and influenza a/b test for use on the cobas liat analyzer. During the initial run serial ID (B)(4), a positive flu b result was generated. Upon retesting the sample on a same analyzer serial ID (B)(4), a negative flu b result was generated. The sample consistently generated positive sars-cov-2 results during initial and repeat testing. No harm or injury was indicated.